Event description:
Related manufacturer reference number: 1627487-2019-06237.

Manufacturer narrative:
The results, method and conclusion results along with the investigation results will be provided in the final report. Event date approximated.

Event description:
Related manufacturer reference number: 1627487-2019-06237. It was reported that the patient experienced ineffective stimulation. The patient stated the issue began approximately three years ago. The patient may undergo surgical intervention.